Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 3.5 x 20mm stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis with the stent protector on a product mandrel. The event description mentions that the stent was deployed successfully; however the stent received showed no signs of inflation. Additional information was requested to provide clarification if the returned device is the complaint device however no response was received. A visual examination of the crimped stent found the stent damaged with struts distorted, bunched and overlapping. The returned stent did not appear to have been inflated. The stent protector was returned and severely damaged. It appears that the pig tail on the mandrel was pulled through the stent protector causing it to distort. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon has been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings on the balloon wall are not as prominent due to the balloon previously receiving positive pressure or manipulation. The complaint report states that the balloon wouldn¿t deflate and therefore an outer diameter (od) measurement was taken of the proximal bond and the result is within the specification. An attempt was made to inflate the device however the liquid did not travel through the lumen due to the solidified media present inside the device which was left to soak in the water bath. On the second inflation attempt, the balloon inflated to nominal pressure and subsequently to rated burst pressure (rbp) with no restrictions noted. The balloon deflated within 6 seconds with no issue which is within deflation specification. The deflation time was measured. No issues were observed with the balloon wall and no evidence of necking at the proximal balloon bond location. A microscopic examination of the balloon identified no tears or holes in the balloon material. No issue with balloon profile. The bumper tip of the device showed slight damage to the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the inner/outer and mid-shaft section found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon failed to deflate. After a 3.50 x 20 synergy ii drug-eluting stent was deployed, it was noticed that the balloon would not deflate. The balloon was then yanked to get through the guide catheter and was removed from the patient's body. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the balloon failed to deflate. After a 3.50 x 20 synergy ii drug-eluting stent was deployed, it was noticed that the balloon would not deflate. The balloon was then yanked to get through the guide catheter and was removed from the patient's body. No patient complications were reported.